Event description:
On the day of the event, valve was implanted in morning. In the afternoon, the patient wasn't performing well and surgery found a blood clot or blood occlusion in the ventricular catheter and in the valve.